Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in (B)(6) 2016 and the mesh was implanted. It was reported that the patient has been experiencing pain in the surrounding area in recent years.